Manufacturer narrative:
(B)(4). (B)(6). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hold for mh it was reported that it was not possible to lock the liner. No adverse event has been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h4; h6 complaint sample was evaluated and the reported event was confirmed. Visual inspection found particles imbedded in the outside of the liner. Scratches and gouges were observed on the rim of the liner. The barb and sidewall of the liner have been gouged and deformed in the center of the elevated portion of the liner. Light scratching exists on the outer radius. The device history record DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.